Event description:
Info received with returned product indicating that the pump was aspirated in an attempt to withdraw a sample of csf from the pt for culture due to suspected meningitis. Follow-up letter will be sent to physician for further info on this event.